Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device showed e216. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, d8, d9, h3; h4; h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the camera cable unit is disconnected. Based on the results of the investigation, the cause of the occurrence could not be identified based on the information available from this complaint and the results of the investigation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device showed e216. The issue occurred during preparation for use. There were no reports of patient harm